Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation: damage to the fiber bonding in the outer tube area (distal end), a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the fiber bonding damage in the outer tube area (distal end) is attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported lens fell out, the picture keeps cutting out and coming back, and often shows lines or strange colors involving an olympus gynecologic laparoscope. There was no patient injury reported.